Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, the foreign material could not be identified. It is unknown whether the reprocessing of the foreign material residue point deviated from the instruction manual. There was no physical damage to the foreign material detection point. A definitive root cause cannot be identified. The instructions for use (IFU) "evis lucera gif/cf/pcf type 260 series, operation manual chapter 3 preparation and inspection¿ describes how to detect them and "evis lucera gif/cf/pcf type 260 series, reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures¿ describes how to prevent them. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.